Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a complaint has been received about incorrect operation of monopolar curves scissors. During the operation, the cable on the end effector broke, the cable diverted one of the branches. The procedure was completed with no reported injury.